Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient was taken to the hospital following the event and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital following the event and will continue wearing the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 08/2012 - reuse. Electrode belt (B)(4): 10/2012 - reuse. Inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. Continued on page 3 other remarks. (B)(4).